Manufacturer narrative:
(B)(4). Cartridge damaged, swing tab in unlocked position. The analysis results found that the trd75 cartridge was received with the gripping surface damaged and with no instrument. The reload was received with the 2 most proximal drivers up, and the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, some staples of the proximal part were protruded before firing. Another device was used to complete the case. There were no adverse consequences to the patient.